Event description:
It was reported that the insulin pump alarmed motor error and the customer was experiencing high blood glucose. The blood glucose reading at time of call was 205mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. The mother stated that the customer did a manual bolus of 13.0 units, but the insulin pump only delivered 6.3 units. The mother also mentioned having multiple no delivery alarms in one day. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.